Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in unspecified coronary vessel. The 2.5 x 15 mm nc trek balloon catheter was advanced to the target lesion; however, during an attempt to inflate the nc trek, the balloon did not inflate. The nc trek was replaced with another 2.5 x 15 mm nc trek to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: patient identifier. Evaluation summary: visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.